Manufacturer narrative:
A retrospective review of this case based on FDA inspection may 22, 2025 has been conducted with the conclusion to file an MDR report for this event. The parts were not available for investigation. Based on previous investigations it is concluded that switching to a shorter screw, small locking margins and wear of parts, in combination has caused the problem. The IFU contains several warnings covering proper assembly and removing worn parts from clinical use. A check of lock of z-scales is added to the planned maintenance manual. Investigation concludes the described scenario does not raise any new or unknown risks. Wear of the z-locking is a known problem. Spare parts are now available for replacement if they are found to be worn. The standard locking screw has large length tolerances and a rough end that wears the slide locking counterpart, this has been issued with a custom made screw which has a defined length and polished tip that does not cause wear.

Event description:
The customer reported that the support arc shifted during operation. During an operation, the arc support shifted and after three times this problem persisted, which also resulted in an electrode being placed incorrectly. Worn parts were replaced and the lead was replaced without injury.